Event description:
It was reported that the pt was vomiting blood. She was hospitalized. Any relation to therapy and the outcome of the event remain unknown. Further f/u is not possible.

Manufacturer narrative:
Hematemesis.